Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over 400 mg/dl. The customer was uncertain of the suspected cause and believed it may have been the site, however the customer removed the site and no issues were noted. The customer proceeded with changing their site and administered a manual injection. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.